Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider indicated that there was no device issue. The patient was referred to their primary care physician. The cause of the patient¿s higher than normal sleep apnea was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since having the stimulator he noticed he has had higher than normal sleep apnea. The patient wanted to know if the stimulator could be causing it. No further complications were reported/anticipated.